Event description:
It was reported that the wake button was delayed in responding to touch. Customer applied more force to the button and after pressing multiple times, the pump turned on. Customer's blood glucose level was 94 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.